Event description:
The customer reported that while the unit was in use on a pt, blood entered the unit. The unit was tested to factory specification. It functioned normally and was returned to the customer.